Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During revision of a right hip using restoration modular the locking bolt of the definitive cone body implant broke upon tightening with a hex. The bolt was removed from the patient, but part of the bolt remained in the stem as had been threaded in and was unable to be removed. Surgeon impacted the cone body again to aid in taper engagement and the case was completed.

Manufacturer narrative:
Type of reportable event: an event regarding crack/fracture involving a restoration modular bolt was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report . The report noted: the bolt was examined with the aid of a stereo microscope at magnifications up to 50x. Based on macroscopic features, the fracture occurred due a right-handed tightening force. The material analysis concluded: the bolt fractured in a torsional overload manner. The final fracture occurred in ductile overload. Eds showed the base material of the device was consistent with astm f136 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed, no medical information was provided. No adverse consequences to the patient were reported. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and determined that the bolt fractured due to a torsional overload and concluded that "no material or manufacturing defects were observed on the surfaces examined." No further investigation is required at this time. If further information becomes available this investigation will be re-opened.

Event description:
During revision of a right hip using restoration modular the locking bolt of the definitive cone body implant broke upon tightening with a hex. The bolt was removed from the patient, but part of the bolt remained in the stem as had been threaded in and was unable to be removed. Surgeon impacted the cone body again to aid in taper engagement and the case was completed.